Event description:
Pt complained that her right breast implant appeared to be bulging for approximately 2 years. Pt underwent surgical removal and replacement of right breast implant. Surgeon described "calcification and calcium deposits". Pathology examination of implant noted leakage identified.